Event description:
A left troch nail was implanted on the patient's right side.

Manufacturer narrative:
Although the complaint is non-verifiable, provided information from the rep stated there were no labeling or packaging, just the wrong one was grabbed. Based on the information be received the investigation will be reopened. Depuy considers the investigation closed.